Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance prior to being explanted due to normal battery depletion. The impedance had been gradually increasing since the device system's implant. It was noted that after the replacement device was implanted, the impedance went down within normal range. The physician, as a result, did not decide to replace the lead, as well. No additional adverse patient effects were reported. The device is expected to return for analysis. Subsequently, the device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance prior to being explanted due to normal battery depletion. The impedance had been gradually increasing since the device system's implant. It was noted that after the replacement device was implanted, the impedance went down within normal range. The physician, as a result, did not decide to replace the lead, as well. No additional adverse patient effects were reported. The device is expected to return for analysis.